Manufacturer narrative:
The investigation for the hemolysis has been completed. According to clinical details, hemolysis was noted on the third day of support during 5.5 placement. The impella was returned for evaluation. Upon visual inspection, no biomaterial was observed on the returned product. The pump passed hemolysis testing. The clinical states that the repo sheath had been pulled back 2 cm since implant and kub showed the inflow to be low. The repo sheath was not properly secured. Data logs show no motor current (mc) spikes outside of p-level changes. Prior to the reported hemolysis, placement signal (ps) and central venous pressure (cvp) are both noisy with negative cvp indicating possible suction conditions. The root cause of the hemolysis was most likely improper positioning of the device. Added- d8 updated to yes d4-corrected model number.

Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that hemolysis was noted in the patient on impella rp support. Rp reposition sheath pulled back approximately 2 inches from implant. It was further reported that the rp was removed due to hemolysis.

Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024 and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿